Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. After placing the lead, noise was observed in addition to high out-of-range pace impedance measurements and loss of capture. No physical changes to the lead were observed either via x-ray or visually upon removal. An alternate lead was then implanted without issue. This lead will not be returned as it was disposed of by the facility. No adverse patient effects were reported.